Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: after ensuring that the patient has thoroughly washed the treatment area with soap and water, the area should be prepped with alcohol or other antiseptic. Prior to injecting, depress the plunger rod until the product flows out of the needle. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that one syringe of juvéderm voluma® xc had ¿the needle detached in the patient¿s skin and the product squirted out.¿ patient contact was made. No injury to patient, staff, or injector.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with a cap, no needle in an opened voluma xc tray. No defect observed to syringe."

Event description:
Health professional reported that one syringe of juvéderm voluma xc had ¿the needle detached in the patient¿s skin and the product squirted out.¿ patient contact was made. No injury to patient, staff, or injector.